Manufacturer narrative:
Treatment parameters were not within clinical guidelines for this patient. User error was involved, resulting in widespread hyperpigmentation/burns on patient's neck/chin area. Patient is currently taking otc topical aesthetic products for healing. Burns/pigmentation are expected side effects from laser treatment, but given the extent of the area affected in this incident, this is reportable.

Event description:
Patient received burns and widespread pih along the chin/neck region from a laser treatment.